Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -9.5 diopter implantable collamer lens had tore during loading; while removing it from the vial. This occurred on (B)(6) 2022. A back up lens was implanted and the problem was resolved. The cause of the event was reported as the device.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).